Event description:
It was reported that "on removal of the io needle from the tibia the plastic hub detached from the needle. Needle imbedded in tibia. Patient now has retained metal in tibia". Attempt to retrieve needle was made by an orthopedic surgeon, however, the needle snapped further. It was reported that it was decided to leave and monitor. Additional information states that the io was inserted by the ambulance staff. The patient "made a full recovery and was discharged home. The customer also states that the malfunction did not contribute to the patient's condition.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "on removal of the io needle from the tibia the plastic hub detached from the needle. Needle imbedded in tibia. Patient now has retained metal in tibia". Attempt to retrieve needle was made by an orthopedic surgeon, however, the needle snapped further. It was reported that it was decided to leave and monitor. Additional information states that the io was inserted by the ambulance staff. The patient "made a full recovery and was discharged home. The customer also states that the malfunction did not contribute to the patient's condition.